Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error message for a motor stall failure. There was no patient involvement.

Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/08/2020 to present date 11/27/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for a motor stall failure. There was no patient involvement.